Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged and bent from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 500 mg/dl while wearing the pod longer than 48 hours. The patient reported cannula being dislodged and bent, while wearing it when removed from the infusion site . For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The device was received fully deployed. No damages or defects were observed that would contribute to a dislodging of the soft cannula. The cause of the cannula dislodging could not be determined. The soft cannula was not observed to be bent or kinked. No other damages or defects were observed during investigation.